Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding during and after the procedure. The source of the bleeding was from a presumed biopsy of a branch of the pulmonary artery. In regards to pre-existing comorbid conditions, the physician indicated that it was discovered an unspecified time after that the patient had an extensive pulmonary embolism, resulting in markedly elevated pulmonary artery blood pressures. The patient was not on any anticoagulation medication. The patient remained intubated for 3 days following the procedure. The patient required prolonged therapeutic aspiration of blood, blood transfusion (1 unit), instillation of thrombin, mainstem intubation, and chest tube placement to drain the hemothorax. The patient was admitted in the intensive care unit for 7 days and remains hospitalized as of (B)(6)2023. Some of the factors contributing to current hospitalization include extensive pulmonary embolism and extensive metastatic disease to spine and brain, the spinal issues resulting in neurological disorder and pain. The patient¿s symptoms were managed as they presented, and the patient is currently on blood thinner medication and undergoing radiation treatment for brain and spinal metastasis. The plan of care is to transition the patient to the telemetry care unit with hopes to improve the chance of the patient being able to receive systemic chemotherapy. The physician believed that the excessive bleeding would have likely occurred via another modality. Although the physician believed that the ion system caused or contributed to the bleeding, there was no device issues or malfunctions associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the procedural complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. The system logs are not available for review.